Manufacturer narrative:
Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. G1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. It was reported that a patient underwent an atrial fibrillation (afib) ¿ persistent ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hemostatic valve was broken because it was shooting blood out the back of the vizigo¿ sheath. When the sheath was replaced, the issue resolved. Replacement sheath requested. No adverse patient consequence was reported. Additional information was received. It was indicated that the sheath was not being used on the patient when the issue occurred. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. Device history record was performed for the finished device number lot 60000268 and no internal action related to the complaint was found during the review. The hemostatic valve separation issue reported by the customer was confirmed. The potential cause of the damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # product complaint # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ persistent ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hemostatic valve was broken because it was shooting blood out the back of the vizigo¿ sheath. When the sheath was replaced, the issue resolved. Replacement sheath requested. No adverse patient consequence was reported. Additional information was received. It was indicated that the sheath was not being used on the patient when the issue occurred.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000268 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).